Event description:
It was reported that the balloon burst. The target lesion was located in the left anterior descending artery. A 6mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the balloon identified no damages. No issues identified with the hypotube shaft. No kinks or damages in the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a pinhole leak, 3mm distal from the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine IFU using the inflation aid, however, a leak was noted coming from the pinhole tear at the proximal markerband.

Event description:
It was reported that the balloon burst. The target lesion was located in the left anterior descending artery. A 6mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.